Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced the safety disk and the tidal disk as it was due for replacement. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) alarmed safety disk replacement. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.